Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: in a guidance document for the rex/ future knee project, surgeon reported the following regarding an x-ray on page 8 and intra-op photo on page 9, left knee: (x-ray) I have been using the pro femur in small women with an incompetent pcl and in fact as you can see from the lateral (above) this is one of those knees. Unfortunately, the bone bridge preserved in the anterior chamfer may not provide enough residual strength to reduce this impaction fracture pattern. Actually, if we look closely at the pro notch it's about 2mm wider than the original box cut notch so we may have given away any additional strength because of the preparation technique for the box cut out. This is an unfortunate cause for revision, and I don¿t believe that it is a good trade off to be able to use a ts insert with a ps femur on extremely rare occasions. (Image) here you can see the obvious step-off where the very small cross-section of distal facet was crushed under the patient¿s body weight. The intact medial cortex remains and you can actually see the distal cut surface just above the retractor on the left side of the photograph.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown triathlon femoral component was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'conclusion/assessment: no medical records, operative notes, or sequential x-rays were provided for review. Based on the pi report and the unlabeled x-ray/photo provided, it appears that bony impaction occurred with use of a ¿study¿ pro femur and application of a ts insert. The outcome of the surgery and postoperative course were not provided. Event confirmation: the event, impaction of the anterior chamfer of bone can be confirmed solely based on an unlabeled undated x-ray, and correlation with the pi report. It was difficult to assess based on the limited information provided as to the exact nature of the event. Root cause: a root cause of the event cannot be ascertained based on the information provided. The pi report does provide some assumptions as to the potential root cause, but these are unconfirmed.' -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: 'the event, impaction of the anterior chamfer of bone can be confirmed solely based on an unlabeled undated x-ray, and correlation with the pi report. It was difficult to assess based on the limited information provided as to the exact nature of the event. Root cause: a root cause of the event cannot be ascertained based on the information provided. The pi report does provide some assumptions as to the potential root cause, but these are unconfirmed.' Further information such as return of the device, pre- and post-operative x-rays, primary operative report, histopathology report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: in a guidance document for the rex/ future knee project, surgeon reported the following regarding an x-ray on page 8 and intra-op photo on page 9, left knee: (x-ray) I have been using the pro femur in small women with an incompetent pcl and in fact as you can see from the lateral (above) this is one of those knees. Unfortunately, the bone bridge preserved in the anterior chamfer may not provide enough residual strength to reduce this impaction fracture pattern. Actually, if we look closely at the pro notch, it's about 2mm wider than the original box cut notch so we may have given away any additional strength because of the preparation technique for the box cut out. This is an unfortunate cause for revision, and I don¿t believe that it is a good trade off to be able to use a ts insert with a ps femur on extremely rare occasions. (Image) here you can see the obvious step-off where the very small cross-section of distal facet was crushed under the patient¿s body weight. The intact medial cortex remains and you can actually see the distal cut surface just above the retractor on the left side of the photograph.